Manufacturer narrative:
The reliability analysis inspected two opened and or used sensors and performed visual inspection and found one of two sensors with cannulas retracted inside of sensor base. The cannula was found to be damaged, and the broken part was missing. It was unable to be confirmed that the customer received sensor in said condition due to the customer having returned the sensor opened and or used. The one remaining opened and or used sensor had performed bicarbonate buffer test and passed per spec with accurate readings.

Event description:
The customer reported via phone call of issues with their sensor. The customer states that the plastic tip from the sensor was stuck in the serter. The customer states they also received sensor failure. The customer is returning sensors and receiving replacements.